Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was returned together with microcatheter. The stent was found to be deployed in the distal part of the microcatheter. The stent was found to be deformed. The ro marker broke off during the analysis. The stent introducer sheath and stent delivery wire (sdw) were not returned. Functional inspection was unable to be performed as the stent was found to be deployed and stuck inside the microcatheter. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter could not be duplicated during the analysis; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on analysis results. The device was analyzed. The returned stent was found to be deployed inside the microcatheter. The stent was found to be deformed. An assignable cause of procedural factors will be assigned to the as reported event of 'stent difficult/unable to advance/pullback through catheter' and to the as analyzed events of 'stent deployed prematurely during use', 'stent deformed' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found that the subject stent was prematurely deployed during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.